Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old mixed race (caucasian, hispanic/latino) female patient underwent a primary breast augmentation with an unspecified mentor smooth gel breast implant and experienced right-sided device migration postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent unilateral removal and replacement with a 600cc mentor memorygel breast implant (right catalog #: 3507600bc, right serial #: (B)(4)) on (B)(6) 2007.